Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that catheter stuck on wire occurred. An angiojet spiroflex catheter was selected for use. During advancing, it was noted that the catheter would not advance over a non-bsc wire and was trapped. The device never entered the patient. No patient complications were reported.